Event description:
The pt underwent low anterior resection due to colon cancer. Pt presented to ER on june 17 with fever, slightly increase in wbc. The pt admitted for observation. Wbc continued to climb, increasing tenderness and fever - taken back to the operating room evening of june 19 and upon opening the surgeon saw the ring lying in the pelvis, completely detached. The surgeon resewed the rectal stump and end-colostomy was created.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.